Event description:
It was reported that the right ventricular (rv) lead exhibited rising impedances and thresholds. The lead was cut, capped, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the distal conductor (not obstructed) and on the outer tubing overlay. The outer insulation was melted and exhibited a cosmetic depression, and the outer tubing overlay exhibited cosmetic environmental stress cracking. The lead exhibited apparent explant damage.